Event description:
It was reported that the device showed the cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There were no alarms in event history log relating to cassette not attached errors. Visual and functional tests were performed. The pump passed all testing, and the reported issue was not confirmed. The device's software was updated but no further action was taken.